Event description:
It was reported that the pulse generator would not interrogate, no response to magnet. On (B)(6) 2012, estimated longevity was 2.9 yrs with a battery voltage of 2.95 v and 25 ua. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received final analysis found hybrid anomaly which caused output or telemetry anomaly. Device evaluation anticipated but not yet begun.